Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of hypotension is listed in the graftmaster rx coronary stent graft system instructions for use (IFU) as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported failure to seal. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other two additional graftmaster devices referenced are being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a pre-existing perforation in the left anterior descending artery. A 2.8x19mm graftmaster covered stent was deployed. Due to continuous extravasation, a 3.5x19mm graftmaster covered stent was deployed proximally in an overlapping manner. As the extravasation continued, a 2.8x16mm graftmaster covered stent was deployed distal to the first stent in an overlapping manner. Extravasation continued. At this time, the patient¿s blood pressure dropped and appeared malperfused. Cardiopulmonary resuscitation was performed and a cardiopulmonary assist system device was placed. Extracorporeal membrane oxygenation was initiated, and the blood pressure normalized. It was observed via angiography that extravasation was still on going. Contralateral access was obtained and a 3.5x20mm non-abbott balloon was inflated to tamponade the perforation. Echocardiography was performed and showed no effusion. The covered stents were then post dilated with a 4.0x12mm non-abbott balloon at high pressure twice at 5 minutes at a time. The perforation was successfully sealed with no active extravasation. There was no adverse patient sequela reported. No additional information was provided.